Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #: (B)(6). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: (B)(4).

Event description:
It was reported that a healthcare worker was handling a patient's insulin pen with an attached 32 g x 4 mm bd ultra-fine¿ insulin pen needle. The needle was capped but had penetrated the side of the cap and the healthcare worked suffered a contaminated needle stick injury. The healthcare worker received a hep. B test post exposure and the test results were negative. Of note, it was also reported that a few week prior to this incident another nurse sustained a needle stick injury involving the same patient, tests for infectious disease were performed, and all test results were negative. It is unknown if the device use was a bd device and this incident was not reported to bd.